Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Healthcare professional reported patient indicated their pump "went off" the night before. They turned the pump back on and clicked resume infusion. The vtbi was 0.00 and the time was 1 hour. However, the bag appeared full. The nurse determined there was 84ml left in the bag out of the initial 100 ml. The patient reportedly received 334mg out of the 2021 mg of 5fu. The patient did not go home with the pump, the nurse disconnected the pump and gave the patient an injection, it was not reported if the injection was scheduled. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and the log contained two lines that indicate the pump had abrupt power offs. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. After 4.7 ml's were infused, the pump powered off. A new battery was put into the pump, battery reset was completed, and a new 100 ml infusion was started. The volume infused was 95.09 ml. The programmed volume was 100 ml. So, the flow rate deviation is - - 4.91%. The flow rate accuracy is within +/- 5%, which meets the passing criteria. The reported issue is confirmed. The pump had an abrupt power off during an infusion. The root cause is a battery with an insufficient charge.